Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that the patient experienced a blood glucose over 27.7 mmol/l with large ketones, abdominal pain and symptoms of dehydration associated with an alleged inaccurate delivery issue. Reportedly the patient was taken to the emergency room and was treated with intravenous fluids by a health care provider. It was also reported that the patient discontinued pump therapy. During troubleshooting with customer technical support, the patient was taken off the pump by the doctor and the pump was refused. The patient¿s parent wanted a letter of non-repair. The reporter did not have the pump at the time of the call and refused to troubleshoot. This complaint is being reported because of a hyperglycemic issue and that the pump cannot be ruled out.